Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the pump eroded through the scrotum resulting in infection. Surgical intervention was performed to wash out and replace the ipp. Antibiotics were provided. There were no additional patient complications reported.